Event description:
On 14 may 2008, abbott spine became aware of an event related to a pt study. In 2005, the pt underwent a l4-s1 minimal invasive surgery. On an unk date, the pt experienced numbness in the left lower extremities, right leg pain, and left foot drop. The left lower extremities numbness, right leg pain, and left foot drop had not resolved. The reporting healthcare professional believed the numbness in the left lower extremities, right leg pain, and left foot drop were probably not related to the pedicle screw sys. Revision surgery has not been planned. No further info is available.

Manufacturer narrative:
No device will be returned. The event is reported from a study. Investigation pending.